Manufacturer narrative:
The hillrom technician found that the bed functioned properly, the bed's exit alarm was able to be set on all settings, and the bed had no error codes displayed or logged. Treatment for an ankle fracture usually involves a combination of surgery, rehabilitation, and medication. The type of surgery used is primarily based on the bones and soft tissues affected or on the level of the fracture. Although details regarding the patient and treatment for the ankle fracture were not provided, surgery is almost always required and therefore meets the definition of a serious injury. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although the bed functioned as designed, the event resulted in a serious injury. Thus this event is a reportable serious injury. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the centrella bed's fud (flip-up display) screen showed failed, the bed's exit alarm failed, and the patient fell and broke her ankle. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).